Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b.braun surgical s.a. (Manufacturer) exemption number: e2014012.

Event description:
Country of complaint: taiwan . Surgeon can not distinguish thickness between 2/0 and 3/0 silkam . Surgeon need 3/0 silkam but the suture is too thick and feels like 2/0 silkam .

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical warehouse. We have received an open sample with eight unused threads inside the pack. We have tested the diameter of the eight threads and the results are 0.235 mm in average and fulfils the requirements of the european pharmacopoeia (ep): 0.200 mm < x average < 0.249 mm. The average result of the diameter is in the high range of the ep requirements for usp size 3/0. Therefore we consider the complaint as not justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.